Event description:
Virtually no details are currently available; the customer only provided the original info that states "please be advised that last evening a pt received a bolus of heparin. Guardrails were set. It appears it may have been mechanical. The pump has been sequestered." No report of pt harm or medical intervention. The customer did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The customer states that the device logs and dataset will be submitted but the logs and data set have not been received. A f/u report will be submitted with failure investigation results should the logs/dataset or device be returned for eval.